Event description:
It was reported that the patient had twiddlers syndrome and had pulled out the leads by rotating the device within the pocket. During the lead repositioning, the atrial channel showed lots of noise when connected up to the atrial lead. The device was explanted due to suspicion of blood or tissue contamination in the header or a header damage.

Manufacturer narrative:
The leads under complaint were not returned for analysis. This report is therefore only based on the analysis of the ipg itself as well as the inspection of the quality documents associated with the manufacture of the leads and the ipg. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the pacemaker was interrogated, and the memory content was analyzed, revealing no anomalies. The battery status showed 100%. The follow-up data showed that the device was programmed to vvi mode on (B)(6) 2025, prior to the explantation procedure. Please note, in this configuration, the programmer displays the unipolar atrial iegm. Without tissue contact to the housing, this unipolar signal may show noise artifacts in the atrial iegm. The header of the device was analyzed, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, a sensing test was performed, and the device sensed the attached heart signals free of noise. There was no indication of a device malfunction. In conclusion, the ipg is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.